Event description:
It was reported that the user¿s dexcom g7 sensor fell off after three days, resulting in loss of cgm data and failure to pair to the ilet, after which the user temporarily disconnected from the ilet and reverted to insulin pens while awaiting replacement sensors. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin therapy with instructions for safe restart, including timing of rapid-acting insulin, skipping long-acting insulin on restart day, sensor warm-up completion, meal spacing, usual meal announcements, hypoglycemia treatment guidance, and infusion site options. Investigation included troubleshooting and education on restart procedures and cgm pairing steps. Investigation of this case revealed a sensor availability and adhesion issue leading to temporary disconnection, with no device malfunction of the ilet identified. It was concluded, based on previously established findings for similar reports, that the cause was user and supply-related factors associated with cgm sensor loss and delayed replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.